Event description:
It was reported that a patient underwent an x-stop procedure at level l4/l5. As the x-stop device was inserted into the level l4/l5, a spinous process fracture was noted. The physician immediately performed a posterior decompression. The x-stop device was not implanted. No further information was reported.

Manufacturer narrative:
Follow-up with company representative.